Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for an unknown implant duration, underwent an explant procedure due to hypoattenuated leaflet thickening (halt). A non-edwards surgical valve was implanted in replacement.

Manufacturer narrative:
The device was not returned for evaluation as it was. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of hypoattenuated leaflet thickening (halt) was confirmed b cased on available information to date. A review of the DHR, lot history and complaint history review provided no indication that a manufacturing non-conformance would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, ''a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for an unknown eimplant duration, underwent an explant procedure due to halt''. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Due to limited information was provided, a definitive root cause was unable to be determined at this time. No device or labeling problem was identified during the evaluation. Therefore, no further escalation corrective or preventative action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.